Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm or unexpected battery out limit alarm noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. Customer's blood glucose at that time was 380 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.